Manufacturer narrative:
On (B)(6) 2016, during a follow-up call, the customer stated fill estimate decreased as expected, additionally, the customer reloaded a new cartridge successfully and that the pump was "working fine." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin, and the insulin gauge showed 70 units. The customer's blood glucose level was 129 mg/dl. It was confirmed that tandem technical support would follow up with the customer regarding the static insulin gauge number.